Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare provider reported that a customer received lower readings on the adc freestyle libre sensor scan compared to readings obtained on the built-in meter. The hcp did not provide specific readings but reported that the customer's ketone test was "slightly raised". The hcp diagnosed hyperglycemia and administered an unknown amount of insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: ( device mfg date) has been updated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Visual inspection performed on sensor plug which was seated correctly. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). . Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
A healthcare provider reported that a customer received lower readings on the adc freestyle libre sensor scan compared to readings obtained on the built-in meter. The hcp did not provide specific readings but reported that the customer's ketone test was "slightly raised". The hcp diagnosed hyperglycemia and administered an unknown amount of insulin. There was no report of death or permanent impairment associated with this event.